Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: what were the indications for surgery: diaphragmatic paresis; were there any issues with staple formation in the initial procedure: no. He used (B)(4) endo gia for previous surgeries of this type; does the surgeon believe that the staples were the cause of the tear or tissue factors: yes; what factors led the surgeon to choose a gold reload: previous experience when using endo gia for this surgery (to choose equivalent reload) and tissue thickness; what suture method was used (continuous or interrupted): continuous; during the reoperation was the suture intact: this was hard to see during the reoperation. He mentioned that part of the suture and part of the staple line was teared. However, he believes that the stapler (gst system) was not adequate to be used for this kind of surgery. He never experienced this with (B)(4). We also talked about the choice of reload and I mentioned the black reload with the thicker wire diameter and the higher closed staple height. He said that with the black reload it could be the issue that the staple height would be then too loose for the vascular tissue of the diaphragm; what is the current patient status: the patient is doing fine and at home.

Event description:
It was reported by the affiliate that an echelon gst60 stapler with five gst gold reloads were used during a laparoscopic diaphragmatic plication. The staple line was additionally sutured, however; some days after the surgery the staple line did not sustain and tore. The patient had to have another surgery to close the diaphragm. The patient is in stable condition.